Event description:
It was reported that the (B)(4) concentrator was alarming. MDR filed per independent repair center statement, the unit was alarming. The key failure was the 4-way valve not shifting.